Event description:
It was reported that the shock lead impedance was out-of-range at 150 ohms and had been increasing over the past several months. At this time, this right ventricular lead remains in service and no adverse patient effect were reported.